Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer programmed and delivered a 7 unit bolus, reportedly, the customer began using the pump without programming the settings and delivered too much insulin. The customer's blood glucose (bg) level was 184 mg/dl. Tandem technical support assisted the customer with programming the pump settings. Reportedly, the customer consumed sugar to prevent an adverse event. During a follow-up call, the customer reported bg level was "normal" and at 180 mg/dl.